Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive rheumatoid factor (rf) results generated by unicel dxc 860i synchron clinical system using synchron lx rheumatoid factor reagent. The results were not reported out of the laboratory. The results were close to the cut-off value on bci labeling, 20 iu/ml, and were inconsistent with the patients' history. There was no impact to patient treatment.

Manufacturer narrative:
No calibration, qc, or system issues were noted. The customer changed reagent cartridge of the same lot and still obtained slightly positive results. The customer was provided with rf reagent lot m010568 to evaluate. Service was not dispatched as this is a reagent issue. Root cause investigation is ongoing.